Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis confirmed high lead impedance, capture anomaly, and lead fracture. The inner coil was found to be open due to fractured filars of the inner coil at 24.1 cm from the connector pin. All five filars of the inner coil were fractured.

Event description:
It was reported that the atrial lead was fractured and exhibited high impedance and a capture anomaly. The lead was explanted and replaced.